Manufacturer narrative:
Certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR )- product code 82-8804pl with lot 6674515, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, the silicone housing along the siphon guard was cut/torn. The siphon guard was visually inspected and marks were noted in the siphon guard. Root cause - the root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU (instructions for use) silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a 43 year-old female patient on (B)(6) 2023 . The patient presented with headache, neck pain and "fluid down head" was visible. It was found the valve was broken requiring removal on (B)(6) 2023 due to csf leakage (approx. 25cc). Symptoms of headache and blurry vision persist, there is plan to replace the valve after course of IV antibiotics.